Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot number 13f12h25 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is report 3 of 5 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. The cause of the peritonitis event was unknown. Therapy was ongoing. The patient was treated with unspecified antibiotics for the event. A week after diagnosis, the patient recovered from the peritonitis and was discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot numbers involved in this event will be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).